Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was noted at 10.3 to 10.6cm from the electrode tip. One of the re cables was also abraded. External insulation abrasion was noted at 19.3 to 19.7cm from the connector pin. The abrasion found is consistent with friction to another device. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis.